Manufacturer narrative:
Device evaluation: complaint device was returned to the manufacturer for evaluation. It can be seen that the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to poor post op refraction. Reportedly, there was no incision enlargement. No further information was provided.